Event description:
The hospital perfusionist reported that the mps disposable experienced a leak during a procedure. He described that blood was observed on the flange of the disposable device. The perfusionist was not able to confirm add'l details about the alleged leak such as the full extent of the leakage/whether the blood had contact with water or not. The pt did well during the procedure and was given add'l antibiotics as a precautionary measure. There were no pt complications reported as a result of the alleged issue. The device was returned to the MFR for analysis. No add'l info is available at this time.

Manufacturer narrative:
(B)(4).